Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump battery could not be charged. Reportedly, at the time of reporting no action was taken and the pump began charging again. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No action was taken to resolve the bg level at the time of reporting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.